Event description:
Customer reported erroneous differential results for one pt were obtained when using the coulter lh 750 hematology analyzer. There were instrument generated flags for the presence of blast cells with the automated differential results. Operator failed to perform an eval of the pt's sample prior to reporting the automated differential results. Erroneous differential results were reported out of the lab. The differential results were questioned and the specimen was rerun on a backup coulter lh 500 hematology that analyzer also flagged the results with instrument generated flags specific for the presence of blast cells. A manual blood smear differential was performed and a corrected reported was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two different analyzers.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before this event and recovered within assay limits. Raw data was requested, but not provided. On (B)(4) 2010, the field service engineer verified the instrument operation. H6. Root cause is operator error. Both instruments generated the appropriate differential flags to the presence of blast cells in the sample. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01241.